Event description:
It was reported that the system 2500 would not boot up. No adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The memory battery was replaced and allowed to charge. The system was tested and found to be working as intended and placed back into service.